Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared, the cartridge was reloaded, and insulin delivery was resumed to address the event. The customer's blood glucose level was 220 mg/dl.